Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/17/2024. Additional information added to field d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, olympus confirmed the image is sand storm/there are color streaks was not reproduced, but it could be reproduced. Therefore, a definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of a therapeutic unspecified procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was noise in the image while using the bronchofibervideoscope. There was no patient harm associated with the event.